Manufacturer narrative:
Uf/importer report no (B)(4). Cataract surgery medications: tetracaine drops, 1% xylocaine hcl preservative free, vigamox drops, pred forte drops, viscoat, provisc, timoptic. (B)(4). The manufacture date is unknown as the serial number of the intraocular lens was not provided. Prior to release to market, the intraocular lens met all manufacturing and sterility specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported via the FDA maude system, that four (4) patients had intraocular lenses implanted where the post operative diagnosis was tass (toxic anterior segment syndrome). It was stated that three (3) of the four (4) patients had the abbott zcb00 lens implanted. This same type of lens was used on seven (7) other cases without incident. The surgical center reviewed the charts for common denominators as possible causes of the tass. Reportedly, ten (10) unaffected cataract charts from the same day were scrutinized for comparison. Discussion with sterile processing staff was conducted regarding any changes in the sterilization process. No changes in sterile processing procedures. All four (4) tass cases were done by the same ophthalmologist, as well as ten (10) others that were not diagnosed with tass. All of the non-tass cataract procedures were done in another surgical suite without incidence of tass. The same scrub person was involved in all four (4) tass diagnosed procedures. The same circulator was involved in all four (4) tass diagnosed procedures. Three (3) patients were done in the same operating room suite were not diagnosed with tass. In one (1) of those procedures, the instrument setup was done by a different technician. All four (4) affected patients take aspirin, three (3) of the four (4) were diabetic. Five (5) unaffected patients also take aspirin. Different eye sets were used for all four (4) reported cases. Whether or not the guidelines set up previously for tass prevention were being followed is unknown. Implants folder during phaco with minimal hand manipulation, balanced salt solution (bss) syringes filled from 15 ml bss bottles using a sterile filter needle to draw up lidocaine and immediately discarding and placing eye instruments in sterile h20 immediately after use. The analysis from the facility: common denominators: same surgeon, same staff, same surgical room, and patients taking aspirin. The same scrub tech was involved in all of the tass cases as well as twelve of fourteen (12 of 14) previously tass reported procedures. The pre-operative nurse was not the same person as any of the previous cases of tass. The last reported tass case was 2012. Correction action for the surgical center: compliance with previously established guidelines needs to be established. Tech from mem-tec was asked to come and perform quality control checks on the ultrasonic equipment. Every reported case of tass will be audited for potential common denominators.